Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that scanner was disconnecting and reconnecting frequently on movement a field service engineer replaced scanner cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system surgery pyxis scanner is not working. The customer stated that malfunction occurred when user trying to issue medication to patient. There was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.